Manufacturer narrative:
Tracking #.46937. Device not returned for analysis.

Event description:
It was reported during a laparoscopic hernia repair the ems stapler allegedly did not fire properly and would not release from the tissue. The ems fired correctly the first 2 firings. When placed against the tissue for the third time, the device was fired and the stapler jammed and then would not release from the tissue. A second ems was opened and fired properly on the first 2 firings and again jammed on the third firing and needed to be released from the tissue with a grasper. A third ems was opened to complete the case. There was not pt consequence.